Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient went to the to the emergency room (ER) and eventually got hospitalized for two days on (B)(6) 2025. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008540, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal # 6008540. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008540 was manufactured according to the work instruction (wi) version 116 and manufactured in the inset li4 on 07-ago-2024, with a total of (B)(4) units. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is required for malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.